Event description:
It was reported that the pt had an infection at the vns generator site which could not be resolved by physicians, so his generator was removed on an unk date. Pt was later reimplanted with vns. Attempts for further information have been unsuccessful to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.